Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lung parenchyma in partial video-assisted thoracic surgery (vats) segmental resection, the surgeon pressed the green button and then the firing button but the firing did not advance at all. Another reload was used to complete the case. There was no patient injury.